Manufacturer narrative:
H3- device evaluation: lens was returned dry, in a micro-centrifuge vial with residue on product. Visual inspection found a haptic and the optic torn. Residue on lens surface was observed. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced within the same surgery and the problem resolved. There was no injury to the patient.